Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) dislodged approximately two weeks following the initial implant. An invasive revision procedure was performed. The implanting physician elected to explant and replace the lv lead. No other adverse patient effects were reported with this clinical observation.